Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that they insulin pump had received insulin shoots out during priming couple times. Customer¿s blood glucose level was unknown. Customer stated that they received failed battery test alarm. Customer also stated the battery compartment was chipped and pieces was missing. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No unexpected failed battery alarm anomalies noted. Device received with broken battery tube threads. (B)(4).